Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress, such as excessive stress applied to the equipment while it was bent, or forced bending operations, fatigue failure caused by repeated angle adjustments, or deterioration leading to poor movement of the angle wire. The event can be prevented by following the instructions for use which state: uretero reno videoscope, urf.v, operation manual. Chapter 3 preparation and inspection 3.2 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the forceps elevator was stuck. There was no patient involvement.